Manufacturer narrative:
The customer disposed of the product and it was not returned. Therefore, the complaint could not be confirmed, and no root cause could be determined. However, the reported behavior is consistent with a known issue in which an internal corrective action was initiated. The model and lot number of is unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, intraoperatively, the doctor the edge catheter that had a ball of string looking like the lining of the e xtended working channel. There was no patient injury.